Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned for analysis, visual/microscopic inspection: the guidewire was returned with fractures noted (209cm proximal and 5cm, 0.5cm and 0.3cm distal). The proximal fragment was seen to broken at the nitinol tubing and core wire with the core wire and inner coil exposed. The mid-section of the distal end was broken into 4 segments with the nitinol tubing broken and the inner coil stretched. The distal tip of the guidewire was excessively shaped. The core wire distal end was observed through the distal tip dome. Functional inspection: guidewire torque problem ¿ could not be performed due to damage of device. Guidewire distal tip broken/fractured during use ¿ confirmed during visual inspection. Guidewire distal tip poor shape retention ¿ pass, distal tip was shaped with no difficulties. Device difficult engaging target vessel ¿ n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. It was reported that the because access to the target site was difficult, a microcatheter and the subject guidewire were repeatedly shaped and used. After several uses, the torque became completely ineffective under the fluoroscopy, and felt something was wrong, so the subject guidewire was stopped using and removed. At the time of removal, destruction of the distal tip was observed, and it was caught at the rhv (right hemostatic valve) and completely fractured. Additional information states that continuous flush was set up and maintained throughout the clinical procedure, it is unknown how tortuous the patients anatomy was. The guidewire was returned and there were multiple fractures noted to the guidewire nitinol tubing and to the core wire, there was stretching noted to the guidewire inner coil. Based on review of all information and results of the device analysis, it is probable that the guidewire was subject to excessive forced during use causing the guidewire to fracture, the multiple attempts to shape and re-use the guidewire may have also caused or contributed to the reported events. It is probable that the inability of the guidewire to be torqued would have been due to the fractures noted to the guidewire. It is probable that the guidewire may have been further damaged upon removal into the rhv, where the damage was observed. It cannot be determined if the patients anatomy may have caused or contributed to the reported events. The reported guidewire distal tip poor shape retention was not confirmed during analysis as the distal tip was able to be shaped with no difficulties. An assignable cause of procedural factors will be assigned to the reported guidewire torque problem, guidewire distal tip broken/fractured during use and device difficulty engaging target vessel and to the analyzed guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the reported guidewire distal tip poor shape retention since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported that during a neurovascular procedure the access to the target site was difficult, and therefore the microcatheter and the subject guidewire were repeatedly shaped and used. After several uses, when the guidewire was torqued the torque became completely ineffective under the fluoroscopy and the operator felt something was wrong. The subject guidewire was stopped using and was retrieved. During retrieval of the subject guidewire the distal tip of the catheter broke off. The subject guidewire was inside the microcatheter when it broke. The subject guidewire got caught at the rhv (rotating hemostasis vale) and completely fractured. It was reported that fluoroscopy and visual inspection confirmed that there was no residual material in the patient's body. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the access to the target site was difficult, and therefore the microcatheter and the subject guidewire were repeatedly shaped and used. After several uses, when the guidewire was torqued the torque became completely ineffective under the fluoroscopy and the operator felt something was wrong. The subject guidewire was stopped using and was retrieved. During retrieval of the subject guidewire the distal tip of the catheter broke off. The subject guidewire was inside the microcatheter when it broke. The subject guidewire got caught at the rhv (rotating hemostasis vale) and completely fractured. It was reported that fluoroscopy and visual inspection confirmed that there was no residual material in the patient's body. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.